Event description:
It was reported that a patient presented for a lead revision. Device interrogation prior to the procedure revealed oversensing noise on the atrial lead resulting in inappropriate mode switch. During the revision, the atrial lead insulation was found breached. The physician elected to explant and replace the atrial lead during the procedure. The patient condition was stable before, during, and after the procedure.